Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the alleged insulin gauge issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Additionally, it was reported that the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy.